Event description:
False positive advia centaur cp troponin ultra results were obtained for two patient samples. The physician questioned the results. Testing was repeated for the pt samples. The results were negative. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra results.

Manufacturer narrative:
The cause for the discordant troponin ultra result is unk. The instrument is performing within specs. No further eval of the device is required.

Event description:
False positive advia centaur cp troponin ultra results were obtained for two patient samples. The physician questioned the results. Testing was repeated for the pt samples. The results were negative. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra results.

Manufacturer narrative:
The cause for the discordant troponin ultra result is unk. The instrument is performing within specs. No further eval of the device is required.